Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation it is likely the following led to the malfunction: insufficient air volume to clean lens occurred due to foreign material clogging the nozzle, which caused foreign material to adhere to the objective lens (ob-lens), and that the material on the objective lens caused the event 1. (The focus was on the foreign material and the condensation on the surface of the ob-lens, making it impossible to adjust the focus.). The organosilicon detected in the foreign material was not a component derived from the endoscope, but a component derived from medications (such as antifoaming agents). Possible causes of the foreign material adhering include insufficient pre-cleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope is stored. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope's display was out of focus. This occurred during a diagnostic upper screening examination when the patient was sedated. The procedure was completed using an olympus back up device, with less than 30 minutes delay.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.